Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report was received from the USA stating that the attachment device would not lock into the motor. It is known that the device was being used during surgery. No injury or medical intervention was reported. The date of the event is unk. There was no add'l info provided.